Event description:
It was reported that the customer was hospitalized due to low blood glucose of 22mg/dl when the paramedics arrived. It was stated that the customer passed out, and his wife heard him groaning in his sleep. Troubleshooting was performed. The priming technique and programming were correct. The spouse stated that the customer over bolused to correct his high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.